Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using fiasp insulin. Tandem customer technical support informed customer that fiasp if off label and insulin is indicated for use with tandem supplies for 3 days. A cartridge change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.